Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orders from epic were not crossed over to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist tss observed that the enterprise server (es) had been accessed earlier and noted that random access memory (ram) usage was above 90%, which was causing significant performance issues. The server had been transitioned to another tss who was also troubleshooting the same problem involving orders not crossing for a different facility. A downtime query showed more than 5,000 xml and message sequence queues pending processing, although the count gradually decreased. Tss contacted the customer and confirmed that orders had begun crossing successfully. Hospital information technology (it) later added 8 giga bytes of ram to the production es application server reducing memory usage to 64%, and messages continued crossing and processing normally. The system functioned as intended after the technical support specialist and customer troubleshot the device.